Event description:
Staff had selected their mode to offset the pressure to the ischium which inadvertently displaced the pressure to the sacrum/buttock area; bed did not fluidize that area for an extended amount of time resulting in inadequate tissue perfusion and worsening of wounds requiring excisional debridement.